Manufacturer narrative:
Product complaint: (B)(4). Attempts have been made to obtain the device, however not received. If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a spinal fusion on (B)(6) 2022 and a drain was used. During surgery, when the surgeon tried to pass a dull trocar needle through subcutaneous, trocar needle came off. Further details are not provided . There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: one incomplete sample of drain (size 8 mm) received for evaluation. Trocar found separated from drain. On inspection of trocar, part of drain found adhered to embedded area of the trocar which shows that bonding between needle and drain was strong and trocar needle did not came off from the drain. Review of tensile strength test results performed and no discrepancy found. External factors like improper handling and improper usage at user end could not be ruled out. Therefore further investigation of the sample was not possible retain samples were checked for lot # and found satisfactory. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.